Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetes ketoacidosis with unknown blood glucose value. Customer was treated with health care professional instructions. Customer also received some stuck button alarm and bolus not delivered. Troubleshooting was performed. The device will be returned for the analysis.